Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter united states a clearlink system extension set that experienced a no flow. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.